Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going. Samples received: 1 open racepack. Analysis and results: there are previous complaints of this code batch for the same issue. (B)(4) units of this code batch were manufactured and distributed in the market. There are (B)(4) units in stock. Received an open and unused sample without the needle attached to the thread but the thread is still wound on the pack as can be seen in the enclosed picture. Final conclusion: taking into account that the sample received does not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover, the involved batch was manufactured before actions taken to improve the needle attachment.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread when removing it from the package.